Event description:
Customer reported experiencing a low blood glucose level, with the lowest recorded at 50 mg/dl. No cause was known. The customer drank juice to treat the low blood glucose level. After assistance, no further help was needed.